Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error which needed to rewind and re-prime and rejecting new batteries. The customer¿s blood glucose was unknown. The customer also reported that there was part of battery compartment that was chipped off. The insulin pump will not be returned for analysis.